Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states indicating that device has a "hole in the hose." It is known the device was used in surgery and there was no injury or medical intervention. It is unknown if a delay occurred during the surgical procedure. There was no additional information provided.